Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address chronic infection. Revised to a prostalac spacer. All component well fixed. Doi: (B)(6) 2018; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot-device history reviewed: 2 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports, however no other incidents related to infection total for lot number: 1 ((B)(4)) complaints received by cmw in the last 12 months for this issue ¿ by product code: 8 by product family: 18 (2x depuy cmw 1, 8x depuy cmw 2,7x depuy cmw 3, 1x endurance) device history batch - null device history review - null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.